Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) was shipped to the facility, and it arrived in a wet and damaged box. The controller had a crack on the rear housing near the base. There was no patient involvement.

Manufacturer narrative:
The investigation of automated impella controller (aic) - damage before therapy has been completed. Data analysis: log analysis was uninformative for this complaint. There was nothing noteworthy in the logs and the console was last booted up two weeks before the complaint date. Device analysis: the console was examined for any sign of water damage but none were found. The console was run overnight and performed as expected. There were two cracks in the rear housing as described in the complaint but they did not inhibit console performance. Root cause: the cause of the cracks in the rear housing was not determined.